Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned to the manufacturer for evaluation and the investigation is in progress. A supplemental report will be submitted upon completion of this activity. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; changing your pod, chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose, chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that after wearing the pod between 4 and 24 hours on the abdomen it was noticed that the patient¿s site was broken, weepy, sore, irritated and red around the pod. The patient visit her general practitioner (gp) who prescribed antibiotic cream (fucidin cream) to help relieve the patient's skin irritation.

Manufacturer narrative:
The returned product was evaluated and found no defects or deficiencies that would contribute to the reported adhesive issue, or a failure of the pod¿s ability to deliver insulin. No issues were found with the formed needle. Although no abnormalities were discovered, the root cause of the reported event could not be determined.